Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was responsive; however, the keys were not aligned. During further testing the touchscreen did not pass the touchscreen and calibration test. This was due to contamination on the bottom edges of the touchscreen and front bezel caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen did not respond to touch. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.